Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the packaging were returned and examination of the returned package determined that, the inner and outer cavities are cracked and the outer box was damaged. Device history record was reviewed and no discrepancies were found. The cracked cavities damage can be caused due to the outside forces during transit or the forces due to the implant. As there is a damage observed on the outer carton, the transit may be the cause of the damage. But as it's impossible to determine which forces caused the issue, the root cause of the reported issue can not be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner packaging of the femoral component was damaged but the outer packaging was not. The product was not used. No additional information is known.